Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with non-sustained rv oversensing (nsrvo) episodes. Intermittent loss of capture was noted after biventricular pacing on the lead. Further evaluation on both the rv and lv leads, and programming changes were discussed.

Manufacturer narrative:
The medical product should have been model:7120/65 serial: (B)(4) rather than (B)(4).

Event description:
New information received notes no programming changes were made. Threshold values were checked and noted normal. Patient was fine before and after post-clinic follow-up check.

Manufacturer narrative:
Correction: this supplemental report is to clarify the initial MDR . Intermittent loss of capture was erroneously submitted as the complaint; however the complaint was solely on oversensing on the ventricular system. (B)(4).

Event description:
It was reported patient presented with oversensing issue with the ventricular system after non-sustained rv oversensing (nsrvo) episodes were noted. Further evaluation on both the rv and lv leads, and programming changes were discussed.